Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. The device was tested and passed all operational specifications. Therefore, an assignable root cause was not determined. However, during evaluation it was noted that port two was slightly damaged. The assignable root cause was determined to be due to user error, by dropping or hitting the device against something which damaged the port. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, when the console device was connected to the handpiece device, it was observed that all of the lights came on but the device would not work and only alarmed. There were no delays to the scheduled surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.